Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope washer tubing broke and a piece of the tubing had to be retrieved from the leg through the original incision. It was toward the end of the procedure, so another kit was opened to complete the case. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring scope washer tubing was broken. The broken scope wash tubing pieces were present inside the cannula and inside of the adhesive fillet on the c-ring. Upon reassembly, the scope wash tubing formed a complete assembly. The reported failure mode was confirmed for the scope washer tubing broke. A lhr review was completed for the product. There was no non-conformance which could have attributed to this failure mode.